Event description:
Patient reported that 24-72 hrs after injection in the "right and left cheek are" with juvederm xc, they experienced "typical" pain, swelling and soreness, which subsided. Five days after injection, patient reported experiencing "severe left maxillary pressure and a horrible pain on the roof of my mouth." Patient went to the ER, where a CT scan was performed and the patient was "treated for a sinus infection and pain secondary to filler injections." The physician at the ER stated "the filler may have blocked a lymph or negatively affected a facial nerve." Patient was treated with "antibiotics" and "pain medication" for 1 month. Patient then began to experience "eye pressure and pain." Patient was seen by an ophthalmologist, who stated "migration can sometimes cause mal effects after hua injections." Patient was referred to an ent to follow-up on their ongoing symptoms. Patient stated symptoms resolved 4 months after injection, at which time they returned to their ophthalmologist who performed an eye exam and "could not find any increased pressure due to swelling or any other comorbidity."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, soreness, pressure, sinus infection, "blocked a lymph or negatively affected a facial nerve" and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.